Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06650433 that an ar-8737-37 driver shaft broke (see photo attachment). No pieces broke inside the patient and the case was completed. This was discovered during an elbow fracture procedure on (B)(6) 2024. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the visual evaluation and the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.